Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received on 07-jul-2010 from a physician and upon medical review has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a (B)(6) female patient who received poly-l-lactic acid (sculptra) in (B)(6)-2009. No additional treatment details were mentioned. Relevant medical history and concomitant medication information were not mentioned. On an unknown date, the patient presented with late granuloma. It is unknown if any action was taken with poly-l-lactic acid therapy or if any corrective measures were provided. Event outcome is unknown. Physician's causality assessment: not provided.